Event description:
It was reported the pt (B)(4) was experiencing an increased recharge burden. Later that evening stimulation stopped and the pt received a communication error on the pt programmer. Communication can no longer be established between the ipg and external devices (patient programmer and charging system). Communication was tested using a different charging system to no avail. Surgical intervention may be undertaken at a later date to resolve the issue. No further info is available at this time. Please note: the ipg was implanted in (B)(6) 2011, (exact date unk).

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.